Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt fell out of his children's seat and landed on his head. After the incident, he no longer reacted to sound. Testing confirmed that the device has malfunctioned.